Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 502 with trace ketones, frequent urination, increased thirst, tiredness, and upset stomach. The reporter indicated that the blood glucose was associated with an issue of the suspend feature. When the pump suspend history was reviewed, there was no indication of use error recorded. This report is made based on the allegation that the patient experienced hyperglycemia associated with an issue of the suspend feature on the pump.

Manufacturer narrative:
Follow up #1 submitted 11/02/2015: the following information regarding this event was omitted from the initial report in error. The patient reported that on at least 3 occurrences, the pump had self suspended but the suspend event was not recording in the pump history. The patient confirmed that there were no issues with the time and date on the pump related to the issue.